Manufacturer narrative:
The reported lot # [12879050-20/140] was not found for the reported catalog # [410067-integra]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that hair was found in the packaging of 1 ip bodyset,120-000xy, no set, and 3 sets had hair in their filters. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was observed by the handling pharmacy 4 sets with quality deviation. 01 set with hair in the packaging. 03 sets with the presence of a foreign body trapped in the filter."